Event description:
It was reported that during coil embolization for carotid cavernous fistula (ccf), the physician encountered resistance while advancing the subject coil within the microcatheter. When physician tried withdrawing the subject coil, the subject main coil got stretched, broke/ fractured and got stuck inside microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 10 min due to the reported event. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject device was returned. The coil delivery wire was found to be kinked/bent. The main coil was prematurely detached/separated and was not returned. A functional inspection could not be performed as the subject main coil was not returned. The reported ¿main coil stretched¿ and ¿main coil broken/fractured during use¿ complaint was not confirmed based on analysis as the main coil was not returned and the reported ¿coil jammed¿ could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that resistance was encountered during pushing coil inside the microcatheter. Additional information provided by the customer indicated that the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter. The introducer sheath was seated at the hub; the rotating hemostatic valve (rhv) was opened enough to allow passage of the device through without damage. While advancing the coil within the microcatheter, the rotating hemostatic valve rhv was opened enough to allow passage of the device through without damage. Excessive force was not applied at any point while advancing the coil within the microcatheter. During analysis, the coil delivery wire was found to be kinked/bent, and the main coil was prematurely detached. Functional inspection couldn't be performed as the main coil was not returned. The reported ¿main coil broken/fractured during use¿ and ¿main coil stretched¿ could not be confirmed as the main coil was not returned. Hence an assignable cause of ¿undeterminable¿ will be assigned since there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause. An assignable cause of procedural factors will be assigned to ¿coil jammed¿ as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to as analyzed ¿main coil prematurely detached/separated during use¿, as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. As assignable cause of handling damage will be assigned to as analyzed ¿coil delivery wire kinked/bent¿ as this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported that during coil embolization for carotid cavernous fistula (ccf), the physician encountered resistance while advancing the subject coil within the microcatheter. When physician tried withdrawing the subject coil, the subject main coil got stretched, broke/ fractured and got stuck inside microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 10 min due to the reported event. No clinical consequences were reported to the patient due to this event.